Manufacturer narrative:
Batch review performed on 06 december 2021. Lot 150135: (B)(4) items manufactured and released on 03-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs manager. Femoral component revision surgery performed 4 years and 10 months after cementless total hip arthroplasty in a (B)(6) woman. No information concerning patient general heath status and level of activity is available. Poor quality of radiographic images provided does not allow a proper clinical evaluation. No conclusion can be drawn on the basis of elements at hand.

Event description:
At 4 years 10 months after the primary, revision surgery performed due to bad osseointegration of the stem and pain. The surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: during the analysis it is visible that all ha coating on the stem body has been absorbed by patient bone as expected. Looking at the neck zone some signs and scratches are present probably due to revision surgery. It is not possible to determine the root cause of stem removal.